Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10122002c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure in the sigmoid colon. According to the complainant, during the procedure, it was impossible to release the clip. The clip was not attached to tissue when it failed to release. The procedure was completed with another of the same device without complications. The patient was reported to be fine post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a procedure in the sigmoid colon. According to the complainant, during the procedure, it was impossible to release the clip. The clip was not attached to tissue when it failed to release. The procedure was completed with another of the same device without complications. The patient was reported to be fine post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.